Manufacturer narrative:
On (B)(6) 2015: tandem technical support reviewed pump logs and confirmed the reported event. Tandem technical support followed up with the contact. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level.